Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported that the device was returned for evaluation on feb 21, 2019, the correct date is feb 25, 2019. The actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Concomitant medical products: recon sagittal saw device, power module devices, battery handpiece devices, attachment devices, chuck devices, lid devices, insertion shield devices the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 6 of the same event. It was reported from (B)(6) that two battery handpiece devices, two recon sagittal saw device, and four power module devices stopped working halfway due to an unknown malfunction. It was further reported that the devices are for workshops and are distributed to branch offices. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.